Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The right atrial (ra) lead exhibited high, rising impedance. Both the ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.